Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malpositioned essure coil on the right in the cornua and uterine cavity, expelled essure on the left") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in a (B)(6) year-old female patient who had essure (batch no. C06521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, back pain, body mass index normal, gravida ii, parity 3 (date: (B)(6) 2001, (B)(6) 2002, (B)(6) 2009.) And ectopic pregnancy. Previously administered products included for prevent pregnancy: depo provera and ortho tri-cyclen; for an unreported indication: mirena. Concurrent conditions included abdominal pain (abdominal pain in pregnancy), hypokalemia, nausea, vomiting, vaginal bleeding, abdominal pain, diarrhea, numbness localised, lower abdominal pain, abdominal tenderness, nabothian cyst and anxiety. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids from (B)(6) 2015 to (B)(6) 2018, paracetamol (acetaminophen) and tramadol hydrochloride (ultram) from (B)(6) 2018 to (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced depression ("depression"), anxiety ("mental anguish") and pelvic pain ("pelvic pain"). In february 2015, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and abdominal pain ("pain abdominal area"). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy, diagnostic hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, depression, anxiety, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: essure safely placed on right side. The essure was advanced on the left but significant resistant encountered. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.6 kg/sqm. Ultrasound pelvis - on (B)(6) 2018: result: thickened endometrium with an irregular cystic structure, no definite yolk sac or fetal pole. This may represent early pregnancy, however possibility of failed pregnancy not entirely excluded.; on (B)(6) 2018: impression: no intrauterine pregnancy identified. Trace fluid in the endometrial cavity. Small cystic structure within the peripheral right ovary versus adjacent to the right ovary, similar in appearance to the prior study, the possibility of an ectopic pregnancy cannot be entirely excluded and close imaging follow-up with serial beta-hcg measurements is recommended. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: mr received: reporters were added. Event-device expulsion was added. Concomitant condition was added. Removal date was added. On 6-may-2019: pfs received: fu 4 & 5 proceed together. Events vaginal bleeding, menorrhagia, dysmenorrhea, abdominal pain were added. Historical & concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.